Event description:
A pt reported blood glucose results of "223 mg/dl and 423 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt retested and obtained blood glucose results of 130 mg/dl and 125 mg/dl. The meter, test strips, and control solution are being replaced.